Manufacturer narrative:
A visual examination of the returned device was performed and found that the stent broken at its distal end; consequently, confirming the reported complaint. Based on the product analysis, it is most likely that the device could have been excessively manipulated, since the failure found (stent broken) is an issue that could have been generated while the device is being handled by the user and/or excess of force applied to the product which might have impacted its integrity and functionality causing problems during the stent removal. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no anomalies were observed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct on (B)(6) 2018. The stent was reportedly placed a few weeks before the planned removal procedure, however, the exact implant date was not reported. According to the complainant, during a planned stent removal, when the physician attempted to remove the stent using a snare, the stent broke in half. There was no extra device used for the retrieval. The stent was successfully removed and the procedure was completed. There were no serious injury or adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was removed during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct on (B)(6) 2018. The stent was reportedly placed a few weeks before the planned removal procedure, however, the exact implant date was not reported. According to the complainant, during a planned stent removal, when the physician attempted to remove the stent using a snare, the stent broke in half. There was no extra device used for the retrieval. The stent was successfully removed and the procedure was completed. There were no serious injury or adverse patient effects reported as a result of this event.